Event description:
Info received indicates the siderail is not latching in the raised position.

Manufacturer narrative:
The technician found the siderail latch assembly was broken. He replaced the latch assembly to repair the bed.